Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to add insulin to the same cartridge. Although requested, no additional information was provided by the customer.